Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: neu_unknown_lead, product type: lead.

Event description:
The consumer reported back pain and burning sensation. She initially stated that she had the symptoms prior to the basic evaluation and she thought she had a kidney infection but the patient later said the symptoms started after the basic evaluation began. Additional information from the manufacturers' representative (rep) reported that the patient was to followup with the doctor for concerns of urinary tract infection (uti) and lead migration on the left. The right was tested and the patient got vaginal flutter. There was no further information provided about this event.